Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no external damage noted on the pump. Event log history was performed and indicated that force sensor background and plunger errors were recorded in history. During analysis, the reported problem was not able to be duplicated. Service replaced main board as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor background error, plunger error, occlusion alarm and multiple errors. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.